Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Following the reported event, the company service representative examined the system. The company service representative performed a system verification, refilled the coolant, replaced the air filters, and tapped the oscillator to adjust the seeding beam. The system was then tested and met all product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during irrigation and aspiration, a tear occurred that went from anterior to posterior capsule. Continuous curvilinear capsulotomy was performed with laser and cataract nucleus was removed by phacoemulsification without any problem. An anterior vitrectomy was performed and intraocular lens was placed in the sulcus. The surgery was completed and that patient is in stable condition.